Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in the right eye in 2009. As part of the study, the patient reported that under certain lighting conditions (outdoors), he was experiencing glare in field of vision and heightened sensitivity to light. Further information requested, but not yet forthcoming. Any additional information will be submitted by a supplemental. See MFR report# 2023826-2009-01316 for the other eye.

Manufacturer narrative:
Glare, sensitivity to light. Results - a work order search was conducted, and there were no similar complaints found within the same work order.